Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.0 cm to 11.9 cm from the distal tip.

Event description:
It was reported a patient's fluoroscopy images showed externalized conductors on the right ventricular lead. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.